Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013, at 16:27:11. During night drain cycle one, the patient's ultrafiltration reading was 393ml, indicating the home patient (hp) drained 393ml more than their maximum programmed fill volume of 300ml. No additional information is available.